Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information/device evaluation/correction h3 device evaluated by mfg - additional information h6 codes: health effect - impact code - correction h6 codes: health effect - clinical code - correction h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information h6 codes: investigation conclusion - additional information h10 corrected data.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined.